Manufacturer narrative:
Batch review performed on 15 jan 2026. Lot 2424728: (B)(4) items manufactured and released on 21 oct 2024. Expiration date: 03 oct 2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 7 months post-primary due toinfection, and the pathogen was unknown. The surgeon performed a washout and revised the insert to the same size. The surgery was completed successfully.